Manufacturer narrative:
(B)(4). One ezio g3 driver (sn (B)(4)) was received for evaluation. Upon receipt, the driver was subjected to visual inspection. No damage was observed and the trigger guard was present. When the trigger was pressed, the led flashed red, indicating the device was near its end of life. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6) ) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6) ). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: na- powered off after 1 second. Insertion 2: na. Insertion 3: na. Other remarks: hard profile (105 lbs/ft3). Insertion 1: na insertion 2: na. Insertion 3: na. The eeprom data was parsed and analyzed. A review of the data showed that the low voltage battery condition had been reached and subsequently turned the led red to notify the customer the device needed replacement. The data found that on cycle count 289 the led turned red and the current cycle count was 296, indicating that the trigger was pressed approximately 5 times after the led began flashing red. This device was manufactured in 07/2012 and is approximately 4 years old. Although the driver did not have sufficient power to complete an io insertion, the led did turn to red to notify the customer it was near its end of life and required replacement. No device deficiencies were identified. The potential root cause is operational context-used beyond useful life. Teleflex will continue to monitor and trend for this issue. Although the device did not have sufficient power to complete an io insertion, the led did turn to red to notify the customer it was near its end of life and required replacement. No device deficiencies were identified. The potential root cause is operational context-used beyond useful life. The ez-io driver instructions for use (IFU) states: "ez-io driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io driver when the red led begins blinking." Also please be advised that "in the event of a driver failure, disconnect the power driver, grasp the needle set hub by hand and advance into the medullary space while twisting." Teleflex will continue to monitor and trend for this issue.

Event description:
The nremt-p was working a cardiac arrest on a (B)(6) year old patient. He was attempting to place an io in the left proximal tibia using the adult io needle. An attempt was made but the io drill would stop during the insertion attempt. The driver had a green light on. They were unable to get io access due to failure. Manual insertion was not attempted due to close proximity to the ER. Peripheral intravenous access was obtained. The patient's condition was reported as deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The nremt-p was working a cardiac arrest on a (B)(6) year old patient. He was attempting to place an io in the left proximal tibia using the adult io needle. An attempt was made but the io drill would stop during the insertion attempt. The driver had a green light on. They were unable to get io access due to failure. Manual insertion was not attempted due to close proximity to the ER. Peripheral intravenous access was obtained. The patient's condition was reported as deceased.

Manufacturer narrative:
(B)(4). The follow up medical clinical review indicates it is highly unlikely the device defect was contributory to the patient's death based on the literature describing successful resuscitation of patients with non-shockable rhythms and out of hospital cardiac arrests. This patient was an out of hospital cardiac arrest without bystander CPR and in asystole upon ems arrival. The ems crew did not attempt a manual insertion after the driver failure because they were very close to the receiving facility. Other remarks:

Event description:
The nremt-p was working a cardiac arrest on a (B)(6) patient. He was attempting to place an io in the left proximal tibia using the adult io needle. An attempt was made but the io drill would stop during the insertion attempt. The driver had a green light on. They were unable to get io access due to failure. Manual insertion was not attempted due to close proximity to the ER. Peripheral intravenous access was obtained. The patient's condition was reported as deceased.